Event description:
An english translation of medical records received by the initial reporter in italy indicate inefective endocarditis from streptococcus bovis in 12/89. Pt was hospitalized on 3/26/90 and received antibiotic treatment. The pt died on 4/20/90.